Event description:
It was reported that patient underwent transplant. The patient had right ventricular failure with a right ventricular assist device (rvad). The right ventricular failure existed before left ventricular assist device (lvad) implant. Rvad was placed during their lvad implant surgery. They also experienced liver, kidney dysfunction, and fluid overload. The device operated as expected. The patient was transplanted at (B)(6) hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of kidney dysfunction, liver dysfunction, and fluid overload could not be conclusively established through this evaluation. The account communicated that the patient was elevated on the transplant list due to liver dysfunction, kidney dysfunction, and fluid overload. It was reported that the patient was transplanted on 22mar2024. The device operated as expected. It was noted that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists multiple types of organ failure/dysfunction (including hepatic dysfunction and renal dysfunction) as adverse events that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.